Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-dateof event is estimated.

Event description:
It was reported patient's ipg was inoperable and unable to connect since patient had several unrelated procedures and unknown if surgery mode was enabled. As such surgical intervention may be pending to address the issue.